Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. The device was returned opened but unused inside the original tyvek tray. Visual inspection confirmed there was a white debris on the tubing of the device. The white debris is visible at 12-18¿ under normal lighting with up to 10 second inspection. It could not be determined if the packaging met specifications as the device was returned opened. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to manufacturing issue. The event cannot be confirmed as the tray was returned opened. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information regarding the event.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: japan.

Event description:
It was reported that before surgery, when the new product was opened, there was a foreign object inside. There were no reports of deformations or leaks in the battery. There were no reports of inadequate saline bag placement. There was no information available on the mode of operation and regarding the working time. There was no patient harm/injury or surgical delay as there was no patient involvement. Due diligence is complete, no further information is available. There was no adverse event associated with this malfunction.